Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer blood glucose value at the time of incidence was 554 mg/dl and current value was 300 mg/dl. Customer other relevant blood glucose value was 199mg/dl and 348 mg/dl customer stated drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer allege insulin pump under delivery of insulin. The customer experienced symptoms such as stomach ache and pain in chest and constipated and bloated. The customer was treated with syringe. The device will not be returned for analysis.